Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse was able to confirm the issue by verifying the error log and noting entries of bf probe 2 purge failure. The fse replicated the issue by processing a sample and obtaining the b/f probe 2 purge failure error message. The fse replaced the b/f 2 wash probe which resolved the issue. No system errors appeared after processing several samples. The fse validated the analyzer by performing quality control (qc), using the customer prepared controls. Qc results passed within the manufacturer's published ranges. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 03may2018 to aware date 03jun2019. One other similar complaint was identified during the search period. The aia-900 operator's manual, section 12 flags and error messages, states the following: [2240] bf probe 2 purge failure. Cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off. The air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported issue is attributed to a faulty wash probe 2 sensor.

Event description:
A customer reported receiving error message 2240, b/f(bound-free) probe 2 purge failure, while operating on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of troponin I (ctnl2) and creatine kinase-mb (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.